Manufacturer narrative:
Batch review performed on 12 jul 2019: lot 1806453: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 2023-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: hip instability and subluxation 10 months after primary implantation. This event may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by a fault in the implanted devices. Additional implant involved in the event: ball heads: cocr 01.25.031 cocr ball head 12/14 ø 36 size m 0 (k080885) lot. 162373. Batch review performed on 12 jul 2019: lot 162373: (B)(4) items manufactured and released on 26-jul-2016. Expiration date: 2021-07-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 10 months after primary surgery, complaining of instability. The patient subluxed posterior when he bent over. The surgeon revised the medacta 36 mm cocr head with a medacta 28mm biolox head, and revised the cup and liner with a competitor's product. A dual mobility cup with screws for fixation was implanted. The surgery was completed successfully.